Event description:
It was reported that the patient presented to the hospital for an implant procedure. It was noted that the low voltage lead was unable to be connected to the pacemaker despite multiple attempts. The physician suspected that the set screw was stripped. The pacemaker was not used and was replaced on (B)(6) 2026. The patient was in stable condition.